Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain pelvic") and salpingitis ("changes of salpingitis") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: cyclobenzaprine and ibuprofen. Concurrent conditions included joint pain. Concomitant products included nsaids. In 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pruritus ("itching"), dysmenorrhoea ("'dysmnenorrhea' (cramping)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), skin discolouration ("allergic or hypersensitivity:skin discolouration"), female sexual dysfunction ("apareunia (inability to have sexual intercourse) stopped intercourse"), hypertonic bladder ("bladder or urinary problems or changes"), tooth disorder ("dental problems sensitivity"), fatigue ("fatigue"), mood swings ("hormonal changes-describe mood swings"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal)-type chronic yeast infection"), migraine ("migraine"), nausea ("nausea"), dysgeusia ("metal taste in mouth"), vaginal discharge ("vaginal discharge") and urinary tract disorder ("urinary tract disorder") and was found to have weight decreased ("weight gain/loss specify which one weight loss"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury or complications please describe: myomas") and experienced ovarian cyst ("other injury or complication ovarian cyst"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), anxiety ("anxious"), depression ("depressed"), rash ("rashes or skin conditions-type face breakouts") and back pain ("back pain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy, myomectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, arthralgia, headache, pruritus, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, tooth disorder, mood swings, vulvovaginal mycotic infection, migraine, nausea, rash, dysgeusia, vaginal discharge, weight decreased, uterine leiomyoma, ovarian cyst and urinary tract disorder outcome was unknown and the skin discolouration, hypertonic bladder, fatigue and back pain had resolved. The reporter considered anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hypertonic bladder, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, pruritus, rash, salpingitis, skin discolouration, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she sought treatment on multiple occasions for these symptoms. Current weight (B)(6). Date discrepancy in essure insertion dates 2008, 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Pathology test - on an unknown date: right ovarian cyst wall (cystectomy): hemorrhagic luteinized cyst; benign. Right and left fallopian tubes (bilateral salpingectomy): changes of salpingitis isthmica nodosa and small paratubal cyst of longer fallopian tube; histologically unremarkable shorter fallopian tube. Uterine fibroid (myomectomy): benign leiomyoma. She had hysterosalpingogram after implantation of essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, myomas, right ovarian cyst, itching, joint pain. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received case became incident. Following events were added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity: skin discolouration, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, sensitivity, fatigue, hormonal changes - describe: mood swings, infection (bladder/urinary tract/vaginal) - type chronic yeast infection, migraine, metal taste in mouth, back pain, vaginal discharge, weight gain/loss specify which one: weight loss, other injury or complications - please describe: myomas, ovarian cyst . Did not undergo essure confirmation test, "salphingitis" reporter & patient (date of birth) information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.